Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Additional product has been returned and investigated: the reported meter was returned and investigated with rained strips. Visual inspection has been performed on the returned reader and no issues were observed. All results on the returned reader were within range specification and no errors were observed during control solution testing. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed no the returned sensor and no issues were observed. Data was extracted from the returned sensor using an approved software. A sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. No further investigation is required.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported a diagonal upward trend arrow at the time of the call. Customer reported receiving readings of "lo" (less than 40 mg/dl), and 300 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. It should be noted that this sensor does not give numeric value for readings less than 40 mg/dl. A "lo" display message indicates a reading less than 40 mg/dl. The manufacturing date of the reported sensor is unknown. Device mfg date is documented as the awareness date. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported a diagonal upward trend arrow at the time of the call. Customer reported receiving readings of "lo" (less than 40 mg/dl), and 300 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.